Manufacturer narrative:
A supplemental MDR is being submitted due to additional received imaging, which updated the engineering evaluation. H11 (provide narrative/data) has been updated. Additional pre-dilatation imaging was received and reviewed. Findings include an oval-shaped native annulus and lvot, with calcification noted on the right coronary cusp (rcc) near the rcc and left coronary cusp (lcc) commissure. Mild to moderate paravalvular leak (pvl) was observed in the lateral to slightly anterior region, along with asymmetrical expansion of the 26mm thv. Post-dilation imaging showed improved mid-valve expansion, measuring 26.7 compared to the pre-dilation measurement of 25mm. The imaging confirmed that the under-expanded valve contributed to the paravalvular leak that required post-dilatation. It is possible that the under-expanded thv did not fully seal against the native annulus, resulting in the observed pvl.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (valve under expansion) caused or contributed to the pvl with subsequent hemolysis/hemolytic anemia. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from an edwards lifesciences field clinical specialist, approximately 3 years and 2 months post implant of a 26mm sapien 3 ultra in the aortic position, the patient presented to the heart team with hemolysis. Discovery concluded that the valve was the issue as mild-moderate paravalvular leak (pvl) was noted. Physician performed a post-dilatation using a 26mm true balloon which resolved the pvl from mild-moderate to trace-mild. The perceived root cause of the pvl was thought to be under-expansion of the valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Update to h6 (type of investigation, investigation findings, and investigation conclusions and h11 to reflect engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and reviewed by edwards proctor and revealed that the valve was under expanded with mid valve expansion measures 25mm (0.5mm was added for outer diameter) for a 26mm valve. In addition, severe calcification was present on the native annulus. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint paravalvular leak post implantation was confirmed based on the provided medical records and imagery. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. In addition, hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they because of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. In this case, the imagery provided was reviewed and revealed an under-expanded 26mm s3u thv. Per the reported information, post-dilation resolved the pvl from mild-moderate to trace-mild. Therefore, it is possible that the under expanded valve was not properly sealed against the native annulus, resulting in paravalvular leak, as reported. As such, available information suggests that procedural factors (under-expanded thv) may have contributed to the complaint event. Per the technical summary, the IFU, current risk complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted based on review of medical records. Update to b7 (other relevant history, including preexisting medical conditions) and h11 to reflect review of medical records. Upon reviewing medical records, an intra-operative echo (tte) revealed aortic valve mean gradient 6.0mmhg, aortic valve area (ava) 1.97 cm2 and trace paravalvular leak (pvl). At the 30-day post tavr visit, an echo (tte) revealed an aortic valve mean gradient of 10.5mmhg, with an aortic valve area of 1.73cm2 with mild-moderate pvl. An echo (tte) at 7 months post tavr, revealed mild paravalvular leak compared to 30-day, pvl has decreased. Post 1 day of re-dilation, there was no pvl, trace aortic insufficiency, with an aortic valve area of 1.97 cm2.